Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the reported malfunctions were not replicated or confirmed. The device was put through extensive testing without duplicating the malfunctions. Review of the device activity logs provide evidence of a reset, the device receptacle was replaced as a precaution. However, there is no evidence of the device failing self-test. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device restarted/rebooted inappropriately. Complainant indicated that during subsequent functional testing, the device intermittently failed self-test. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.